Manufacturer narrative:
H10: the details within the servicemax record noted that the device was in clinical usage, the device will be considered in use when the issue occurred. No patient or user harm reported. The service engineer reported that the battery was replaced. The device remains operational and meets the manufacturer's specifications. The system meets the specification for the performed service and is returned to use.

Manufacturer narrative:
E1 reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a battery failure. Clarification of device use at time of the event has been requested. No patient or user harm was reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a possible battery failure. It was reported that the device only worked, when plugged in. An order was made for a replacement internal battery.